Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed via remote monitoring on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The ICD was being monitored. There were no complications and no patient consequences.